Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during setup, a kink-like line was found in the shaft. The device was not used and replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. There was no health damage to the patient. Hemostasis was successfully achieved by the second device.